Event description:
It was reported that the patient exhibited near syncope. The right ventricular (rv) his bundle lead displayed high thresholds, inte rmittent capture and loss of capture. The his bundle lead was reprogrammed. Medication was changed which lowered the thresholds for the patient. The his bundle lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.